Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed hardware low level failures alarm during the self test and hardware low level failures alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value, 240 mg/dl, properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the test sensor and plug and entered auto mode properly. No unexpected sensor communication errors noted during monitoring period. The pump sensor and auto mode feature is working properly. (B)(4).

Event description:
The customer called for assistance with turning on vibrate mode and the 48 hour warm up for auto mode. The customer's blood glucose was unknown at the time of the incident. The insulin pump was returned for an unknown reason.